Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. Interrogation of device revealed high pacing impedance, high capture threshold, and noise on the left ventricular lead. The lead was reprogrammed to a different vector and measurements were normal. There were no consequences to the patient.